Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old female patient underwent a primary breast augmentation surgery with 425cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade IV capsular contracture of the right breast and anisomastia of the left breast, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with 520cc mentor memorygel boost implants on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-09943 for the contralateral event.

Manufacturer narrative:
On january 17, 2023, mentor became aware that information was inadvertently omitted from the initial report. On december 01, 2022, mentor received the device for evaluation. On january 18, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4). In the previous report, d9 device available for evaluation should have been populated with yes. D9 date device returned to manufacturer should have been populated with (B)(6) 2022. D9 is device returned to manufacturer should have been checked.